Event description:
A caller reported an error with their continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, which resolved the issue, and the sensor session was successfully restarted without further errors.